Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a failure code 500:320:658. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. If additional information or the device becomes available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 500:320:658 was confirmed and reproduced during product evaluation. The root cause was assigned to the lock button being pressed for 50 seconds. No action was required to correct the reported problem.